Event description:
It was reported the instrument was used during a bilateral lung volume reduction. It was reported the surgeon was using buttressing material for the apical resection on the right lobe. On the 5th and 6th firing of ez45b, the staples were not formed at all, the staple drivers were forward, however the blade still cut. Bleeding was controlled with another ez45 stapler. The cartridge from the 6th firing is still in the instrument. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: bent/jaggered cut knife. Facility experienced an event with endopath* thoracic endoscopic linear cutter with safety lock on 7/22/97 while performing a lung volume reduction. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974490. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condtion, fully fired; cartridge return batch number, k00y80. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not form the staples" during surgery. The instrument was returned with a nicked knife, but was otherwise in good physical condition. The instrument was cycled, fired, and formed the staples within design specification, but had a rough cut due to the nicked knife. No conclusion could be reached as to how this damage occurred. The instrument was disassembled to examine the internal components and no other deformations could be identified. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuoulsy improve co's products.